Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that occlusion alarms occurred. System check was performed with tandem technical support, and there was a blockage in the cartridge. Customer changed the pump supplies. And successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was above 300 mg/dl.